Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose level was 222 mg/dl at the time of the incident. Customer stated that they already tried to push air bubbles out, however it still had air bubbles. Customer stated that the location of air bubbles was on the top of the reservoir. Customer stated that the air bubbles were not removed successfully. Customer was advised to change the infusion set. The reservoir will not be returned for analysis.